Manufacturer narrative:
The device history record for lot 30012239 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned to the manufacturer for evaluation. However, the distributor performed an evaluation which confirmed the reported incident. According to the distributor's report, there were no obvious signs of molding deformity or manufacturing material weakness identified. Root cause could not be determined. All information reasonably known as of 02 oct 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30012239 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 12 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that three gastropexy sutures were inserted at time of initial insertion. One suture (3 o'clock position) had fallen off by day 3 post-insertion. On day 13 post-insertion, one of three sutures remained (9 o'clock position suture was not present). Additional information received 03-aug-2020 indicated there was no patient injury and no need for medical intervention; the patient was observed. The patient's condition was reported as "patient well when the reporting form was written." According to the distributor, no obvious signs of a manufacturing related issue were identified.